Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was being inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for sinus tachycardia. The device feature which is designed to withhold inappropriate ventricular detection by comparing the patient's current qrs waveform to a collected and stored template of the patient's qrs waveform during sinus rhythm permitted therapy delivery with as little as 0% match. Collecting a new template of the patient's qrs waveform was discussed. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a new template of the patient's qrs waveform was collected with a 90-100% match.